Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer will use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.